Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found.

Event description:
The customer reported a vent blower malfunction alarm while the device was connected to a patient. The customer reported that the unit was in clinical use at the time of the event, but there was no patient harm reported. The customer contacted product support and reported that vent blower malfunction alarmed while device was connected to a patient. Product support asked customer to check service event log to see if any error codes are present. Customer found error code 1134: blower stalled. Software determined that the blower cannot produce sufficient pressure, or the blower speed signal has failed. Product support had customer verify rpm setting, unit showing 3000rpm. The customer adjusted the flow setting and was able to see rpms go up with the flow setting. Product support advised customer that the first step is to replace the blower assembly for the 1134 error. Provided customer with part number and price of the blower assembly. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.